Manufacturer narrative:
The customer report of adapter failed was confirmed. As received, the pin was not fully seated in the adapter and was able to be detached from the adapter. Near the end of the pin was flatten which appeared to be crimped mark. No other visible damage was observed from the adapter. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The evaluation concluded that the device was supplied by a third party supplier. A scar was generated to further the investigation related to the din adapter damaged, connector with detached pin and it is in investigation phase. A supplier notification was also performed to the supplier. Updates to the h6 codes are as follows investigation findings was changed to operational problem identified and investigation conclusions was changed to cause traced to component failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the dinapt, which connects the pacing wire to the generator cable, of a transvenous pacing wire was faulty. The gold pin did not stay in its red plastic casing. Staff noticed that the internal end of the malfunctioned pin appeared flattened and might have been bent. Staff was not sure if that appearance was normal. When the pin disconnected, the patient became bradycardic, but asymptomatic. User error was ruled out as the damage was found around the middle part of the pin and away from where the user makes connections. The plastic base was attached to the pacing wire correctly, and the pin was screwed into the generator cable tightly. Per cardiology, the pin was successfully changed out and the pacer continued to pace correctly. The adapter was used with the swan ganz 5f bipolar pacing catheter, (B)(4). The pin was replaced with a 2nd pin, and the 2nd pin worked fine. Lot number is unknown.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.